Event description:
A customer reported observing biased hdlc results for a quality control fluid. Biased results of this magnitude may result in inappropriate physician action. There was no report of pt harm as a result of this event.